Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿(B)(4)¿. The correct address is ¿(B)(4)¿. Therefore, ¿manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On may 1, 2019, the biosense webster product analysis lab did further testing, a scanning electron microscope (sem), and the analysis results revealed evidence of mechanical damage on the surface of the hemostatic valve. This issue remains MDR reportable. Therefore, the awareness date is may 1, 2019. Investigation summary ==> it was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was described that the hemostatic valve became detached and as pushed into the hub. This occurred before transseptal in the right atrium. The procedure was completed successfully. There was no patient consequence. The device was visually inspected, and no physical damage was observed. Then, during the second visual inspection, the hemostatic valve was found pushed down into the hub. A scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage on the surface of the hemostatic valve. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the hemostatic valve pushed down cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was described that the hemostatic valve became detached and as pushed into the hub. This occurred before transseptal in the right atrium. The procedure was completed successfully. There was no patient consequence. The biosense webster, inc. Product analysis lab received the product for evaluation on march 25, 2019, and it was noted that upon initial visual inspection, there was no physical damage identified. The issue of hemostatic valve ¿ separation is considered a reportable event.